Manufacturer narrative:
The power management (pm) pcba was tested, and no failures were identified. Error code 1115 could not be duplicated.

Manufacturer narrative:
Report date: 17aug2021. Reporter phone number: (B)(6).

Event description:
It was reported to philips by a customer that the unit¿s auxiliary alarm supply failed. Based upon the information provided, the device was in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The international service engineer found diagnostic codes occurred in the repair center and occurrence records of them were also confirmed in the event log. The international service engineer confirmed that the "stop ventilator" displayed on the screen after pressing the power button did not react to touching and the power was unable to be turned off when the errors above were occurring. The international service engineer replaced the power management pcba to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. If additional information is received at a later date, this complaint will be re-opened and re-evaluated accordingly.